Event description:
A hospital in another country, reported via our distributor that a heaterwire alarm sounded when an rt100 adult breathing circuit was connected to a respiratory humidifier. The reported event occurred during pre use inspection. No pt consequence was reported.

Manufacturer narrative:
The product referred to in the event description is not sold in the USA but it is similar to a product that is. The heaterwires of the returned breathing circuit were tested for electrical resistance. Results: the heaterwire in the inspiratory tube of the breathing circuit was an open circuit. The break in the circuit was found to be in the connection between the heaterwire and one of the heaterwire pins. Conclusion: electrical open circuits in heaterwires are often associated with improper crimping of the heaterwire during production . All breathing circuits are electrically tested during production and those that fail are rejected. This suggests the heaterwire became an open circuit post production, possibly as a result of a weak crimp connection. Changes have been made to the crimping process with the replacement of all crimping machines on the production line. The last of these machines was replaced in 2007. We were unable to determine whether this device was manufactured before or after these changes, as no lot info was provided with this complaint. Our monitoring and trending for open circuits on breathing circuit heaterwires has a rate of occurrence worldwide for the last year of 0.0022%.